Event description:
It was reported that the haptics of the iol (intraocular lens) were stuck to each other. It has taken several minutes to separate the haptics. Through follow up we learned that there was no harm to the patient after the implant of the lens. The iol required additional maneuvers to position the lens because the customer had to open the haptics manually with the help of a surgical instrument. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, as the lens remains implanted. Telephone number: (B)(6). Email address: information unknown/ not provided. Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.